Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis and goniosynechiae are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, a causal link between the reported event and device cannot be identified at this time. (B)(4).

Event description:
Initially, it was reported through a post market study that following an uneventful cataract plus trabecular micro-bypass stent surgery, the patient presented with uveitis deterioration associated with peripheral anterior synechiae (pas) formation in the right eye, approximately eight (8) months post-op. The patient is being monitored without treatment. On 09/18/2018, the following additional information was received. Reportedly, the patient has no medical history of uveitis. Additional information has been requested.